Manufacturer narrative:
Product was returned for evaluation. A preliminary evaluation against blue diluter specifications indicated that product met the specification requirements. No previous investigations are available to leverage. After review of the returned product (24 %, blue diluter) and detailed batch review, no discrepancies that include non-conformances/deviations were found. There was not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
Complainant stated that "immediately upon use the air wouldn't flow to the blue dilator." It was further reported the product was replaced by a "good" device.